Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency. It was reported that the trial patient had a uti. They also stated that the had diarrhea. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Follow up information received on (B)(6) 2019 from the patient reported that they were concerned that they were still having diarrhea. There were no further complications reported or anticipated.